Event description:
It is reported that the scrub nurse noted some irregularities with the edge of the implant. There appeared to be bubbling on the lip of the component.

Manufacturer narrative:
This report will be amended when our investigation is complete.